Manufacturer narrative:
Sections with additional information as of 20-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Corrected sections as of 2-dec-2019: type of reportable event changed from "death" to "malfunction". Manufacturer contacted customer in a follow-up call made on 02-dec-2019 to ensure the customer's products resolved the initial concern - able to establish contact with customer and stated products are working as intended and satisfied. Manufacturer contacted customer in a follow-up call on 02-dec-2019 to ensure that the customer's condition improved - able to establish contact with customer and stated condition did improve.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition did improve. Note: on (B)(6) 2019, customer's daughter had taken her to the hospital due to the symptoms reported at the initial call. Customer was diagnosed with high blood sugar and was given IV insulin.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results obtained of 248, 200, 257, 293, and 154 mg/dl. The customer¿s expected fasting blood glucose test result range is 120 - 130 mg/dl. At the time of the call the customer reported symptoms of dry mouth, slurred speech and feeling weak. Daughter stated she was going to call customer's doctor in regards to the results and obtaining a new meter. During the call, a back to back blood test was performed by the customer fasting and produced test results of 246 mg/dl and 250 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2021 and test strips were opened three weeks ago. The meter memory was reviewed for previous test result history: result 1: 248mg/dl date: (B)(6) 2019 time: 1:42pm fasting, result 2: 200mg/dl date: (B)(6) 2019 time: 11:04am fasting, result 3: 257mg/dl date: (B)(6) 2019 time: 11:16pm fasting, result 4: 293mg/dl date: (B)(6) 2019 time: 6:04pm fasting, result 5: 154mg/dl date: (B)(6) 2019 time: 10:59am fasting.